Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-fem-celect-pt. Date manufacturer informed of previous follow up: 02/13/2017. The event is currently under investigation.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a cook celect filter. Since catalog number is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer reference # (B)(4). Corrected data based on new information received: serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "it is alleged that the patient is experiencing pain, grinding teeth, headaches, tingling, shortness of breath, fatigue and back pain without further details." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A reference is made to the instructions for use: in potential adverse events are mentioned: ¿ damage to the vena cava. ¿ pulmonary embolism. ¿ filter embolization. ¿ vena cava perforation. ¿ vena cava occlusion or thrombosis. ¿ hematoma at vascular access site. ¿ hemorrhage. ¿ infection at vascular access site. ¿ death. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Exemption number e2016032. (B)(4). Manufacturer reference #(B)(4). Corrected data based on new information received: serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "it is alleged that the patient is experiencing pain, grinding teeth, headaches, tingling, shortness of breath, fatigue and back pain without further details." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A reference is made to the instructions for use: in potential adverse events are mentioned: ¿ damage to the vena cava. ¿ pulmonary embolism. ¿ filter embolization. ¿ vena cava perforation. ¿ vena cava occlusion or thrombosis. ¿ hematoma at vascular access site. ¿ hemorrhage. ¿ infection at vascular access site. ¿ death. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a cook celect filter. Since catalog number is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pain, grinding teeth, headaches, tingling, shortness of breath, fatigue. Unknown if the reported pain, grinding teeth, headaches, tingling, shortness of breath, and fatigue are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113.

Event description:
Dated (B)(6) 2017, ir transcatheter retrieval inferior vena cava (filter retrieval) reports, "the retrieval hook was successfully engaged, the legs of the filter were gently detached. The filter was withdrawn into the retrieval sheath and removed."

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Per additional information provided on 13feb2017: it is alleged that the patient is experiencing pain, grinding teeth, headaches, tingling, shortness of breath, fatigue and back pain without further details.